Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having low blood glucose readings. Customer stated that she would put a number of carbs using the bolus wizard to deliver a bolus and she sees her blood glucose going low. Customer stated that her blood glucose was at 140 mg/dl and it went up to 240 mg/dl when she did not eat. Customer also ran a self test. Customer stated that her high blood glucose was due to over treating for her low blood glucose. Customer's blood glucose was 40 mg/dl at the time of the incident. Customer treated with glucose tablets. Customer stated that she has been experiencing low blood glucose for the last 2 or 3 weeks. Customer was advised to call her health care professional to discuss the possible causes of the low blood glucose. Customer declined troubleshooting for the high blood glucose.